Manufacturer narrative:
Only the box and the lens case were returned. There was no lens inside. Therefore, an investigation could not be performed. The customer's reported event could not be confirmed. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when removing the intraocular lens (iol) from the container, it was observed to be dented. There was no patient contact. The procedure was completed using another zcb00 iol. No additional information was provided to abbott medical optics.